Event description:
It was reported that device interaction and displacement occurred. A left atrial appendage (laa) closure procedure was being performed in conjunction with radiofrequency ablation. A watchman access system (was) was advanced to the laa and a 27mm watchman closure device and delivery system were inserted through the was, advanced to the laa, deployed, and released. After laa closure, the non-boston scientific radiofrequency catheter was advanced for the ablation. The non-bsc radiofrequency catheter was bent during mapping of the laa resulting in entanglement of the non-bsc catheter with the 27mm watchman closure device and pulled the 27mm watchman closure device out of position. The patient was transferred to the operating room for thoracotomy to remove the devices and ligate the laa. The patient was stable post-surgery and has been discharged.